Event description:
The article, "emergent conversion to open heart surgery during transcatheter aortic valve implantation: the presence of a rescue team improves outcomes", was reviewed. The article presented a case study of an 85-year-old male with diabetes, arterial hypertension, and mild renal failure. It was reported that on an unknown date, a 25mm navitor valve was chosen for implant. During procedure, there was a perforation caused by positioning of a stiff unknown guidewire and the patient experienced cardiogenic shock and cardiac arrest. After the patient was stabilized, a cardiopulmonary bypass was required to support the transcatheter aortic valve implant procedure. After implant, it was noted there was mild paravalvular leak and the patient was administered three units of blood transfusion. The patient status was reported stable and discharged home after 18 days. The article concluded that surgical treatment is rare during tavi. The presence of an expert complete rescue team as support means an increase in survival. Surgery must be used only to restore circulatory and to treat complication while percutaneous approaches should complete the procedure. [The primary and corresponding author was (B)(6).

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. As reported in a research article, a mild paravalvular leak was noted after device implant. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.